Manufacturer narrative:
(B)(4). The reported complaint of "the pump stopped" and "the machine started to automatically reboot" is not able to be confirmed. The product was not returned for investigation. A field service engineer checked the pump and was unable to replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that, "during use, the machine alarm suddenly indicated that 'the pump stopped for more than three minutes', and after three minutes the machine started to automatically reboot. Immediately stop using and contact the engineer." No patient harm or injury. Additional information received states "the patient condition is fine. Our engineer go to hospital, and do the test, no repeat failure occurred". It is unclear from the customer if the pump was swapped out for another. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4) n/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "during use, the machine alarm suddenly indicated that 'the pump stopped for more than three minutes', and after three minutes the machine started to automatically reboot. Immediately stop using and contact the engineer." No patient harm or injury. Additional information received states "the patient condition is fine. Our engineer go to hospital, and do the test, no repeat failure occurred". It is unclear from the customer if the pump was swapped out for another. If further information is received, the complaint file will be updated.